Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark picture was due to a faulty charged-coupled device (ccd). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had dark picture. The issue was identified during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had dark picture. The issue was identified during an unknown procedure. There were no reports of patient harm.